Event description:
Litigation papers allege: on or about 2008, patient was implanted with a depuy asr hip implant on his right side. Patient experienced pain, swelling, soreness, difficulty walking, and decreased mobility. There is no mention of revision surgery. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot), doi and dor information for the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.